Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. Patient alleged has undergone a surgery for nasal congestion and suspected this condition is associated with the usage of device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, the manufacturer captured incorrect information in section b and g. The following correction has been updated in this report. In section b: adverse event/product problem has been corrected. In section g: report source and report source - other has been corrected.